Event description:
Investigation completed.

Manufacturer narrative:
Trend analysis: no trend has been indentified. Event description: event summary: patient (ID: (B)(6) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem. According to the received information, a revitan stem, cocr head, burch schneider cage and durasul cup was implanted on (B)(6) 2012. Subsequently, patient underwent several dislocations which resulted in a revision surgery of the cocr head on (B)(6) 2012 and of the proximal revitan component on (B)(6) 2012. Review of received data: surgical report, (B)(6) 2012: diagnosis/treatment: htep re-implantation left following htep removal due to late periprosthetic infection. Findings: indication for surgery due to clinical and laboratory resolved infection (girdlestone resection) shortening of soft tissue and muscular defects. Reaming of the acetabulum which shows dorsal and ventral defects with a thinned out acetabular floor, therefore usage of a burch-schneider ring which is slightly retropositioned due to the dorsal defects. ¿ preparation of the femoral canal and insertion of a 20/140 distal revitan component, cementing of a durasul 58 low profile cup and a 55 proximal revitan component ¿ very small offset, resulting in an impingement above 90° flexion and internal rotation surgical report, 11 may 2012: diagnosis/treatment: open reduction and replacement of head due to postoperative luxation following hip re-implantation (B)(6) 2012) findings: during the previous surgery one week ago only a small offset was possible due to high soft tissue tension. One week postop soft tissue is extended, therefore replacement of head with a merete offset 4xl adapter and a bioball metallic head 36 mm discharge summary, (B)(6) 2012: patient was stationary from (B)(6) 2012 to (B)(6) 2012. Diagnosis: girdlestone situation bilateral after septic htep infection (mrsa) medical history: htep removal left (B)(6) 2011, abscess drainage left hip (B)(6) 2011, revision and debridement left hip and arthroscopy right hip (B)(6) 2011, sepsis mrsa 2011, primary implantation htep bilateral 2003 treatment: re-implantation htep left (B)(6) 2012, open reduction and replacement of head left due to postoperative luxation (B)(6) 2012 surgical report, (B)(6) 2012: diagnosis: recurrent luxation following htep left treatment: revision to 65 proximal revitan component and increased antversion, cup and inlay replacement findings: insertion of a polar cup with increased anteversion insertion of a 65 proximal revitan component with increased anteversion difficult reposition due to extensive shortening and scarring of soft tissue discharge summary, (B)(6) 2012: patient was stationary from (B)(6) 2012 to (B)(6) 2012. Diagnosis: luxation left (B)(6) 2012 treatment: surgery (B)(6) 2012: revision to 65 proximal revitan component and increased antversion, cup and inlay replacement, antibiosis complication report following surgery (B)(6) 2012: 1. Luxation (B)(6) 2012, open reduction and revision of head 2. Recurrent luxation (B)(6) 2012, revision of prox. Revitan stem and revision of inlay 3. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: due to unknown lot number of the proximal revitan component and the cocr head the manufacturing documentation of these components could not be reviewed. Conclusion summary: patient (ID: (B)(6) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem. According to the received information, a revitan stem, cocr head, burch schneider cage and durasul cup was implanted on (B)(6) 2012. Subsequently, patient underwent two postoperative dislocations on (B)(6) 2012 and (B)(6) 2012 which resulted in revision of the cocr head on (B)(6) 2012 and revision of the proximal revitan component on (B)(6) 2012. Based on the provided medical records the reported dislocations could be confirmed. According to the surgical reports of (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 the patient had high soft tissue tension and scarring, which restricted the restoration of the offset and the anteversion. Based on the missing lot numbers review of the manufacturing records could not be performed. In conclusion, based on the investigation it is possible that patient and surgical factors such as anatomical and muscular defects, compliance to limitations of movements, suboptimal restoration of offset, cup inclination, cup anteversion or femoral anteversion also leading to impingement led or contributed to the reported dislocations, nevertheless an exact root cause could not be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2019 - 00719 - 2.

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog no#: 0100402055; lot#: unknown. Revitan, distal part, straight, uncemented, 20/140;catalog no#:0100405120; lot#:unknown. Durasul, low profile cup, cemented, 58/36;catalog no#: 0595001055; lot#:unknown. Burch-schneider, reinforcement cage, new, left, 62; catalog no#: 0100191162; lot#:unknown. Concomitant medical products - therapy date: (B)(6) 2012. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to dislocation.